Manufacturer narrative:
C.1. Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore on july 28, 2025, from the imedidata study database: on (B)(6) 2025, the patient underwent endovascular treatment of a type iii thoracoabdominal aortic aneurysm. The patient was treated with a gore® excluder® thoracoabdominal branch endoprosthesis (tambe) aortic component and gore® viabahn® vbx balloon expandable endoprosthesis (vbx) devices. It was reported that, on the same date, a right renal artery dissection was observed. The dissection was noted as not related to target vessel cannulation and/or vessel stenting. The diameter of the right renal artery 15mm distal to the ostium was 5.1mm. On (B)(6) 2025, an angiogram was performed, and a self-expanding stent was implanted in the patient's right renal artery. The adverse event was noted to be resolved on (B)(6) 2025. The patient was discharged to a skilled nursing facility on (B)(6) 2025.

Manufacturer narrative:
H6: investigation findings for analysis of production records: code c21 updated to code c19. H6: investigation findings for analysis of production records: code c19 - the review of the manufacturing paperwork verified that the lots involved in this event met all pre-release specifications. H6: investigation conclusions: code d16 updated to code d15. H6: investigation conclusions: code d15: there is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code "d15: cause not established" is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. H6: investigation conclusions: code d12 added. According to the gore® viabahn® vbx balloon expandable endoprosthesis instructions for use (IFU), possible adverse events and complications that may occur with the use of this device, or in any endovascular procedure, and require intervention include, but are not limited to, trauma to the vessel wall (including rupture or dissection).